Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. An x-ray was performed which revealed that the lead appeared to be pulled back in the coronary sinus. A lead revision was scheduled for the next week. No adverse patient effects were reported.

Event description:
Additional information was provided that a lead revision was performed to explant and replace the lead. It was noted that during a previous procedure to revise this patient's right ventricular (rv) lead, the physician had caught the rv lead on this left ventricular (lv) lead while explanting the rv lead. It was reported that this lv lead was not pulled out at that time; however, it was suspected that this contributed to this lead pulling back after the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid through out the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Guidewire insertion testing did not pass at 670 millimeters (mm) from the terminal pin; noted to be due to the dried bodily fluid in the lead lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The lead was later returned for analysis.